Event description:
Manufacturer received a report from an attorney alleging that a crutch collapsed causing the end user to fall to the floor. The end user suffered "severe injuries to his back and spine."